Manufacturer narrative:
The reported event of blood ingress into the lead body suspected to be due to an insulation breach was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the outer insulation was cut/damaged with blood noted in this region consistent with procedural damage. The cause of the reported event was due to procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number (B)(4). It was reported that during a follow up in clinic, loss of capture and high pacing impedance were noted on the right atrial (ra) lead. Diagnostic imaging was performed and dislodgement of the ra lead was observed. A revision procedure was performed and insulation damage of the ra lead was observed with blood noted within the ra lead. Additionally, during the revision procedure, blood was also noted within the right ventricular (rv) lead, however, no anomaly of the rv lead insulation was observed. The ra lead and the rv lead were explanted and replaced to resolve the event. The patient was in stable condition.